Event description:
Related manufacturer report number: 2017865-2022-05518. It was reported that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the atrial lead. On (B)(6) 2022, the physician elected to do a lead revision. During the procedure, it was noted that the atrial lead was not fully inserted into the pacemaker (pm) header; the physician repositioned the atrial lead in the pacemaker header and completed the procedure. The patient condition was stable.